Event description:
The skull clamp has been returned for evaluation and repair. Customer reported that the device 'slipped". No pt injury has been reported. Additional info has been requested. To date, no response has been received.

Manufacturer narrative:
The returned a-2004- radiolucent 2000. Based unit and skull clamp were in good working order. When properly positioned, adjusted and locked, the two devices functioned and the reported "slip" condition could not be duplicated. No repairs were required. The devices were cleaned and returned to the hosp.